Event description:
In 2004 the patient called lfs alleging that the one touch ultra meter would not power on. The last time the patient tested was 2004. The patient reported being tested on a health care professional's meter; however, the meter type and reading were unknown. The patient neither alleged harm nor experienced injury. No treatment was administered. The customer service representative confirmed that the correct type od test strips were being used, the battery was correctly installed, the battery was replaced less than 1 year ago, and the battery contacts were in good condition. Based on the information supplied by the patient, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. Patient's meter was replaced.